Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize therapy electrode signal) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The pulse pin in the monitor's electrode belt receptacle was bent, which prevented the monitor from properly latching with an electrode belt. The root cause for the bent connector pin was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an electrode belt therapy electrode signal.